Manufacturer narrative:
Device evaluated by MFR: no device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that, upon installation, smoke came from the display assembly and it did not work. No further information was provided.